Event description:
The customer reported the device will not boot up; restart error appears. The fse clarified the mains power was not available; mains power fail issue; ventilator alarmed low battery. The customer reported there was no patient involvement.